Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2010 the reporter, the patient's physician, contacted animas to report the patient had suffered a low blood glucose event after an intentional over-infusion of insulin in an attempt to commit suicide. On (B)(6) 2010 the patient removed the cartridge from the pump and intentionally pushed on the plunger and administered 200 units of insulin into her body. No information was provided about any symptoms the patient experienced or her blood glucose levels. The patient informed her parents after this event, and they treated her with glucagon and food. The patient did not receive any emergency medical attention. The patient's technique was incorrect by intentionally pushing on the cartridge plunger to deliver an overdose of insulin. There is no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered a severe hypoglycemic event while using the pump, and received treatment with glucagon, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 08/12/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The pump correctly displayed the ¿disconnect infusion set from your body!¿ on the rewind screen and ¿be sure set is disconnected from your body. Then select continue.¿ on the prime screen. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.